Event description:
It was reported that on (B)(6) 2022, a 25mm navitor valve was successfully implanted in a patient. There were no noted recaptures of the navitor valve. The patient was hemodynamically stable throughout the implant procedure. At an unknown point it was noted that the patient was experiencing an atrioventricular block. On (B)(6) 2022, the decision was made to implant a permanent pacemaker to treat the heart block. The patient was stable and discharged at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm navitor valve was successfully implanted in a patient. There were noted recaptures of the navitor valve. The patient was hemodynamically stable throughout the implant procedure. At an unknown point it was noted that the patient was experiencing an atrioventricular block. On (B)(6) 2022, the decision was made to implant a permanent pacemaker to treat the heart block. The patient was stable and discharged at the time of report. Subsequent to the previously filed report, additional information was received and a correction needs to be made that there was no noted partial re-sheath conducted of the 25mm navitor valve. A small flexnav delivery system was used to implant the 25mm navitor valve. The patient's baseline rhythm is unknown. There was no clinically significant delay in the implant procedure. On (B)(6) 2022, the atrioventricular block was confirmed/diagnosed. The implant of the permanent pacemaker was done urgently. The navitor valve's final implant depth was appropriate, but the exact figure is unknown. It is unknown if there calcification extending beneath the aortic annular plane in the interventricular septum. The cause of the atrioventricular block remains unknown.

Manufacturer narrative:
An event of atrioventricular block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on the available information, the root cause of the reported av block could not be conclusively determined.